Event description:
The customer contact reported higher than expected subcutaneous insulin dosing recommendations on the printed order sheet from the workstation computer. The endotool glucose management system, v7.2.1800.3, was being used to manage the pt's blood glucose levels. The subcutaneous insulin orders are transition orders generated by the endotool software. These insulin orders were modeled after the pt's intravenous insulin needs while the endotool software was in use. It was reported that the "3mealspercentbr" setting was set to 75%. No further parameters were provided. The customer contact reported that after the "correction scale orders only 3 meals/day subcutaneous novolog insulin orders" sheet was printed, an atypical format for the subcutaneous insulin orders was noted. It was reported that the order sheet indicated "50,00 units" of insulin for all blood glucose levels ranging from 120 mg/dl to greater than 349 mg/dl at breakfast, lunch, and dinner and for all blood glucose levels ranging from 200 mg/dl to greater than 349 mg/dl at bedtime and did not vary as expected based on higher blood glucose ranges. The physician was notified and new subcutaneous insulin orders were requested. The customer contact indicated that the subcutaneous insulin orders generated by the endotool software were not followed. The unit's programmed parameters in endotool software were verified to be correct. It was reported that the same order sheet was printed using different workstations and the dosing format was found to be correct. The nurse placed a note on the original workstation computer and initiated work order ticket. The user facility found the workstation computer's regional language option had been changed to a non-united states setting. The user facility changed the language setting back to the united states setting. The subcutaneous insulin orders were reprinted and the dosing format was correct. Although there was potential for serious injury, the customer contact reported there were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).